Event description:
It was reported that approximately three weeks from implant, the patient's right ventricular (rv) lead had no capture at maximum output. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 ipg implanted: (B)(6) 2013; 5867-3m adaptor implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.